Manufacturer narrative:
The sonicare premium plaque control brush head is an accessory to the sonicare power toothbrush. Initial reporter: (B)(6) office where the customer purchased the brush head.

Event description:
Consumer complained about bristles falling off. No injury reported.